Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that telemetry strips showed rates lower than the programmed rate. Also noted was one artifact on the strips. The lower rates appeared during hemodialysis treatment. No changes to the device were made.